Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patients recharger cord quit working and their implantable neurostimulator (ins) would no longer charge. Patient started having issue about 4 weeks ago and it was not doing anything for its saying try again, they would get to the screen where it said wait to get the highest number. Then one time they tried to charge and it blinked green and the cord got hot on their back, the pt decided to not use the cord because it hurt. During call pt noticed the rtm cord going into the antenna was broke and white for it was not intact. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pts hcp was (B)(6).